Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implantation of fibulink in an isolated syndesmodic injury on (B)(6) 2020, the surgeon could not grab the fibula link with the standard tensioning device. Due to the issue encountered, the surgeon removed the fibula link and tibia screw, as it was thought that the tibial screw may have been implanted too far. Another kit was opened and inserted a new fibulink in the initial hole, this time leaving the tibia screw more lateral in hopes the tensioning device would reach the link. The tensioning cap was able to "grab" the link after a handful of turns. It is unknown if there was a surgical delay. The patient was doing well post-op with little weight bearing. One week post-op, the patient was walking on her affected side and ultimately began having some intense pain. The patient experienced pain when the fibulink failed and underwent the revision procedure. This report captures the intra-op event of the initial procedure where the surgeon could not grab the fibula link with the standard tensioning device. The related complaint (B)(4) captures the post-op event where the patient underwent a revision procedure due to a failed fibulink and related complaint (B)(4) captures intraop event that occurred during the revision procedure where the surgeon was not able to back out the tibia screw when attempting to remove the entire fibulink construct. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).